Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had normal electrode impedances in the first 3 fitting sessions. Then the patient presented with no hearing impression. No trauma, swelling or redness has been reported. An x-ray confirmed the electrode array to be inside of the cochlea. Re-implantation is considered.